Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure alarm occurred during a routine hemodialysis treatment followed by a balance chamber pressure alarm. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Clotting of the extracorporeal circuit prevented rinseback of the patient's blood. Facility staff reviewed the event with the operator and determined the alarms were attributed to user error as the operator had the blood flow rate too high to keep the ap within the desired operating range and had not removed the arm tourniquet as required. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.